Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been initiated at mako surgical. No results are currently available, and a supplemental report will be submitted when results are obtained.

Event description:
The pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. On the date of the event, the patient returned for a follow-up visit during which an x-ray was taken that indicated a medial tibial plateau fracture. On (B)(6) 2013, the patient was scheduled for an open reduction interval fixation procedure and potential total knee revision.